Event description:
Resident sitting in shower chair when left front leg of shower chair broke, resident went down on their side and knee, hitting their head against wall. Head area red, x-ray ordered, shower chair removed from service. Shower chair rated for 400 lbs capacity.